Event description:
Additional information received from the manufacturer representative reported that the patient was reprogrammed to use the 8-15 electrode portion of the lead. The cause of the high impedance was not known and no surgery was planned to fix it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a71100, product type: software. Product ID: 37743, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-07-29, information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that it was not working. Patient asked for clarification and the patient stated that they had not felt stimulation since last month. They tried to connect to the ins with the programmer and were unable to increase stimulation. The patient was asked to describe what was on the programmer screen when they connected, but english was not the patient's first language, so the screen was unknown. It was recommended that the patient contact their healthcare provider (hcp) to have the ins checked and determine if the battery is depleted. A message was sent to the field on behalf of the patient. On 2020-aug-06, additional information was received from a manufacturer representative (rep) reporting that they met with the patient today for a reprogramming session to help them get more coverage on their right side, but upon interrogating the ins, impedances greater than 10,000 ohms were seen on the 0-7 lead. The rep was able to somewhat program around the high impedances, but they were still not able to get complete coverage as the patient had bilateral pain. The rep was going to speak with the healthcare provider (hcp) about this. The rep also noted that the patient wasn¿t able to use their patient programmer, which they expanded by saying that when they went to use the patient programmer, the ¿in the box¿ icon appeared. The rep did not have a clinician programmer available. Technical services placed the rep on hold and the rep updated their clinician application software to version to 1.0.4255 and the rep interrogated the ins with the new software version, but that wasn¿t successful in correcting the ¿in the box¿ icon. The rep reintegrated the ins a second time and made a few small programming adjustments and exited the session and then was able to use the patient programmer successfully and the ¿in the box¿ icon was resolved.